Event description:
A report was received that the patient had increased pain at the ipg site. The physician believed the ipg could be sitting on a nerve. Ipg replacement had been recommended and patient was going to get nerve blocks as support.